Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare reported ruptured implant discovered during textured implant removal. The unknown side device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified red particle material on the shell and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side partially adherent extensive double capsule and rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information noted a " ¿partially adherent extensive double capsule, but intact¿.